Event description:
A massage therapy student received a burn from a hot pac during a heat therapy training session. The pac was wrapped in a towel 8 layers thick. The contents of the pack reportedly leaked through the toweling. The student received a minor burn. The skin turned pink. The burn was treated with ice, and she was told to go home and follow up with ice. There was some redness the following day, but it was barely noticeable per the director. The director is familiar with our hotpacs, but does not believe it is ours because there was no label on it.

Manufacturer narrative:
Device was not returned for evaluation. No root cause can be determined.